Manufacturer narrative:
The lens was returned adhered to a small adhesive strip, placed inside a self sealing pouch. The sample was removed from the pouch and examined. Solution is observed on the lens. Both haptics are broken from the optic with large portions of the optic material still attached. The optic is broken into multiple pieces with additional split/cracks. A power and resolution re-assessment could not be conducted due to being returned in pieces. A qualified cartridge and qualified handpiece were used with the lens. A non-qualified viscoelaestic was used. The root cause cannot be confirmed. The lens was returned in pieces. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted the patient was not happy with her vision. The doctor said she had "poor optic vision." The lens was exchanged for another model and power 5 months after initial implantation. Additional information was requested.